Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. The downloaded keylog data indicates that both batteries were charged to a level of 3% at the beginning of the patient use. The device displayed both replace battery 1 and replace battery 2 warning messages when the device was first turned on. After approximately 30 seconds the device was connected to an ac power adapter which then powered the device. Approximately 28 seconds later battery 2 was replaced with a battery that was at a charge level of 58%. After another 2 minutes 50 seconds, the device switched from being powered by the ac power adapter to battery 1 (which was at a charge level of 3%). After another 6 minutes and 17 seconds the device unexpectedly lost power. The device was turned back on approximately 1 minute 47 seconds later. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off multiple times while monitoring a patient. When the device was first powered on it alarmed and alerted the users that both batteries in the device were dead. The user replaced one of the dead batteries with a battery showing 3 bars on the display and continued to use the device. The device powered off several more times after the spare battery was inserted. There were no reported adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off multiple times while monitoring a patient. When the device was first powered on it alarmed and alerted the users that both batteries in the device were dead. The user replaced one of the dead batteries with a battery showing 3 bars on the display and continued to use the device. The device powered off several more times after the spare battery was inserted. There were no reported adverse effects to the patient as a result of the reported issue.